Event description:
It was reported by repair work order that the patient developed skin wound while on the mattress. Customer alleged it was caused by a crease in the air bladder, but stated the air bladder was performing correctly, but they replaced it due to a staff complaint. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer alleged it was caused by a crease in the air bladder, but stated the air bladder was performing correctly, but they replaced it due to a staff complaint.